Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 28-jan-2022.

Manufacturer narrative:
Device evaluation: 1 x gpso-5-7 of unknown lot number was not returned to cirl for evaluation. With the information provide a document based investigation will be conducted. Lab evaluation: image review: documents review including IFU review: prior to distribution gpso-5-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the gpso-5-7 device could not be complete as the lot number is unknown. As per instructions for use, ifu0055-4 which accompanies this device, potential complications section: ¿those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration.¿ additional information received confirmed that there was no issue with the stent length being incorrect as per the product label but rather the physician made a mistake with the size. Root cause review: a definitive root cause could be attributed to user error as the physician selected the incorrect sized gpso stent. Clinical input received confirmed this root cause. Summary: complaint is confirmed based on customer testimony. The pancreatic stent was removed with a snare. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When dr. (B)(6) inserted the gpso, the gpso completely went into the p-duct. Dr. (B)(6) seems to have calculated the size wrong, but dr. (B)(6) said that it seems to be a problem with the product. They used another gpso in order to finish the procedure. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Please indicate where the device was stored prior to use. Plastic stent storage cabinet. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Taewoong optimos, 0.035inch, 450cm. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Dr. (B)(6) did sphincterotomy using the ultratome. Was the wire guide inspected for damage prior to use? No. Was the device at the centre of the complaint inspected for damage prior to use? No. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? They used another gpso. Is the patient known to be covid-19 positive? Unknown. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Pancreas duct. Was resistance encountered when advancing the wire guide to the target location? No. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. No. Was resistance encountered when advancing the introduction system in place to the target location? No. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. Did any section of the device detach inside the endoscope or patient? No. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). N/a. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Boston ultratome, taewoong optimos g/w, cook zso & pc-7. Were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No. Stent was removed with a forceps.